Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02724. It was reported the patient experienced ineffective stimulation. In turn, the device was unable to be set to MRI mode. Diagnostic testing revealed high impedance on one lead due to leads migrating. Reprogramming did not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue, it is unknown which lead is related to the issue, so both leads are being reported.